Event description:
Caller reported that tandem mobi pump battery would not charge, and there was no power source alert in the pump history. Despite using the correct tandem charging pad, cable, and wall adapter, the charging connection remained unstable and was not recognized after troubleshooting steps, including leaving the device to charge for 30 minutes. There was no adverse impact to the customer's blood glucose level. Customer technical support (cts) arranged to send replacement charging supplies via two-day shipping and planned to follow up. Should the pump battery deplete before the arrival of the new supplies, the customer will need to rely on multiple daily injections (mdi).